Manufacturer narrative:
Occupation ni equals lay user/patient. Device requested for return but was not sent.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 1:45 pm the result from the meter was >8.0 inr. At 1:48 pm the result from the meter was >8.0 inr. At 3:03 pm the result from the meter was >8,0 inr. At 6:00 pm the result from the laboratory was 5.32 inr. The customer's therapeutic range was 2.5 - 4.0 inr. There was no allegation of an adverse event. The customer's meter and test strips were requested for return but were not returned. Relevant retention test strips (lot 294151) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.